Event description:
A ventilator was returned to the manufacturer for an allegation the device shut down during use. There was no patient harm or injury. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system needs replaced to address the issues.